Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on performed on (B)(6) 2017, noise was observed in some of the episodes recorded in the device memory. No abnormal values were observed on the performed leads tests, but discrete low ventricular lead impedance measurements (below 200 ohms) were observed on the ventricular lead impedance curve. Patient spontaneous rhythm was observed at 36 bpm during the follow-up. Noise was observed on the egms showing the spontaneous rhythm of the patient. Reportedly, during a follow-up performed on (B)(6) 2018, noise was observed again in the recorded episodes. Noise frequency appeared to have increased. No abnormalities were observed on the lead measurements obtained through lead testing. No inefficient ventricular pacing spikes were observed and no noise was observed on the real time data. The patient performed an isometric test with the pacemaker programmed in unipolar sensing and no noise was observed. The subject pacemaker was then reprogrammed to unipolar pacing and sensing and the monitoring of the patient is to be continued. Preliminary analysis confirmed the reported ventricular oversensing. It most probably resulted from a lead issue and/or a lead-pacemaker connection issue at ventricular level.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on performed on (B)(6) 2017, noise was observed in some of the episodes recorded in the device memory. No abnormal values were observed on the performed leads tests, but discrete low ventricular lead impedance measurements (below 200 ohms) were observed on the ventricular lead impedance curve. Patient spontaneous rhythm was observed at 36 bpm during the follow-up. Noise was observed on the egms showing the spontaneous rhythm of the patient. Reportedly, during a follow-up performed on (B)(6) 2018, noise was observed again in the recorded episodes. Noise frequency appeared to have increased. No abnormalities were observed on the lead measurements obtained through lead testing. No inefficient ventricular pacing spikes were observed and no noise was observed on the real time data. The patient performed an isometric test with the pacemaker programmed in unipolar sensing and no noise was observed. The subject pacemaker was then reprogrammed to unipolar pacing and sensing and the monitoring of the patient is to be continued. Preliminary analysis confirmed the reported ventricular oversensing. It most probably resulted from a lead issue and/or a lead-pacemaker connection issue at ventricular level.